Manufacturer narrative:
This report is submitted on november 10, 2021.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. There are plans to reimplant the patient with transcutaneous osia implant system; however, this has not occurred as of the date of this report.